Event description:
During an unknown endoscopic procedure the nurse used a cook hemospray endoscopic hemostat. It was reported that the issue is the canister was frozen, so the hemospray had to be discarded. The cylinder [cartridge] was primed and air was injected into the scope. The catheter was inserted into the scope first. While the catheter was going down the scope, the nurse placed their thumb over the red catheter hub. Once physician location was determined, the nurse attached the catheter to the hemospray device. The nurse pressed the red button with no deployment of particles [powder]. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.

Manufacturer narrative:
Continued: common device name: hemostatic device for endoscopic gastrointestinal use. Product code: qau. 510k: k200972. Investigation evaluation: the product said to be involved was returned in a biobag with a tray lid from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge, however a small gap was present between the handle and activation knob. When tested as returned, the device did not spray as intended. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. No issues were detected during activation of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of unable to spray as the device did not spray as returned, however the device sprayed with a new co2 cartridge. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. However the report indicates that the handle felt cold during set up which is indicative of co2 discharge or leakage. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the information indicates that the customer did not fully engage the activation knob, resulting in co2 leakage and device failure. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an unknown endoscopic procedure the nurse used a cook hemospray endoscopic hemostat. It was reported that the issue is the canister was frozen, so the hemospray had to be discarded. The cylinder [cartridge] was primed and air was injected into the scope. The catheter was inserted into the scope first. While the catheter was going down the scope, the nurse placed their thumb over the red catheter hub. Once physician location was determined, the nurse attached the catheter to the hemospray device. The nurse pressed the red button with no deployment of particles [powder]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Continued: section d: common device name: hemostatic device for endoscopic gastrointestinal. Use product code: qau. Section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a biobag with a tray lid from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. All components were not included in the return (no catheters were returned), therefore a complete evaluation was not possible. The device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge, however a small gap was present between the handle and activation knob. When tested as returned, the device did not spray as intended. The co2 cartridge did not discharge when deactivated and was fully punctured. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge and activation knob, the device sprayed as intended. No issues were detected during activation of the device. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation confirmed the report of unable to spray as the device did not spray as returned, however the device sprayed with a new co2 cartridge. A definitive cause for this observation could not be determined because the actual product handling conditions could not be duplicated in the laboratory setting. This limits our ability to conclusively determine a cause. However the report indicates that the handle felt cold during set up which is indicative of co2 discharge or leakage. Therefore the most likely cause of this occurrence is that the activation knob was not fully engaged at the time the co2 cartridge was punctured, causing the co2 to escape out of the device prior to the user's attempt to spray. The complaint is considered confirmed based on the report. The IFU instructs the user, "activate co2 cartridge by turning red activation knob until it stops." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available. Additional comments regarding this report: based on the information provided, the information indicates that the customer did not fully engage the activation knob, resulting in co2 leakage and device failure. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.